Event description:
On 12/21/06, the lay-user/pt contacted lifescan alleging that a one touch basic meter was not powering on. The pt mentioned that the reported power issue started on the evening of 12/20/06. The pt attempted to test herself with the reported meter but it would not power on. At the time of concern, the pt had symptoms of frequent urination, a dry mouth, and felt weak. The pt did not take any specific actions to treat herself after attempting to test with the meter. The next morning at 5:00am, the pt visited her dr because she was not feeling well and could not test her blood glucose. The dr tested the pt's blood glucose using an unidentified device and got a result of "450mg/dl." The pt was treated with 30 units "lantus" insulin and discharged from the hosp. The customer care advocate (cca) noted that the pt was using expired test strips (expired 10/2004). It would have been helpful to know the following info: when the pt's symptoms started, how long the pt had been using the expired test strips, what her medication regimen is, and if she was following the regimen before and during the time of concern. In addition, it would have been helpful to know what the pt's normal/expected readings are and what the previous readings were before the meter's power issue started. The pt changed the meter's batteries but this did not resolve the power issue. The meter, tests strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the pt was unable to test with the reported meter because of the alleged power issue. There is insufficient info to determine if the pt's symptoms indicative of hyperglycemia started before or after the meter issue started. The pt obtained a result of "450mg/dl" in the dr's office and rec'd insulin treatment.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet rec'd them. If either the meter or strips are returned, lifescan will eval it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.